Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to the off label use of the mitraclip device in the tricuspid valve. It should be noted that per the mitraclip system instructions for use, the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The reported difficult leaflet grasping was due to challenging visualization. The reported poor image resolution was due to procedural circumstances. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) and grade 4 functional tricuspid regurgitation (tr). Visualization was poor during the procedure. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. At the end of the mitral valve procedure, the steerable guide catheter was retracted to the entrance of the tricuspid valve and a cds was advanced to treat the tricuspid valve. During deployment, there was difficulty grasping the leaflets and could not ensure leaflet insertion. The clip was deployed, but the clip detached from the septal leaflet and remained attached to the other leaflet (slda). There was no chordal or tissue damage noted. Another clip was implanted for stabilization, reducing tr to grade 2-3. The patient was confirmed to have a good outcome. No additional information was provided.

Event description:
Additional information was received reporting that the patient had a heart transplant procedure performed in (B)(6) 2019. Thanks to the mitraclips implanted, the patients condition improved to have a heart transplant. The patients heart with the 3 implanted clips was then studied and it was noticed that 2 of the clips implanted in tricuspid valve, did not present any tissue bridge. The patient was human immunodeficiency virus (hiv) positive and was under medication treatment of such condition during the time that clips were implanted. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4).